Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixation water was unable to be aspirated even when negative pressure was applied with a syringe. As per follow up information received via ibc on (B)(6) 2023, the customer stated that visually it was not possible to determine if the problem was with the syringe or the catheter, so both the catheter and the syringe need to be investigated. There was no resistance while inflating was reported.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 3-way temperature sensing catheter wit cut portion of inlet tubing and syringe. No obvious defects. Using the returned syringe, the catheter was inflated with 10ml of blue solution. There was resistance when inflating the catheter. The catheter rested with no leaks noted. The catheter passively deflated in 7 minutes 49 seconds with no cuffing or leaks noted, returning 10 ml of solution. Changed out the inflation valve with an in-house valve and inflated the catheter again using the returned syringe and the solution deflated in under 6 minutes. Inflated the catheter with the in-house syringe and the catheter rested with no leaks noted. The catheter passively deflated in 5 minutes 1 second without issues, returning 10ml of solution. Dissected balloon and found that the notch was not perforated completely. Although an exact root cause could not be determined a potential root cause could be user violation of standard practice. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixation water was unable to be aspirated even when negative pressure was applied with a syringe. Per follow up information received via ibc on 23aug2023, the customer stated that visually it was not possible to determine if the problem was with the syringe or the catheter, so both the catheter and the syringe need to be investigated. There was no resistance while inflating was reported.